Event description:
It was reported that a cyst formed around the lead, resulting in the patient becoming symptomatic with worsening condition. Emergent lead removal was performed on the left side. Computed tomography (CT) imaging was conducted, which showed the extension remained in place. The operative report indicated that a plug was placed on the extension and secured with torque screwed down until three clicks were heard. Reason for call was to request MRI scanning compatibility and guidelines. No MRI eligibility form was available due to the emergent nature of the lead removal.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.